Event description:
Patient undergoing endometrial ablation procedure when the novasure ablation device would not function properly. The equipment would not vacuum seal appropriately. Surgeon obtained a new novasure device and finished the ablation procedure. No injury or harm to patient noted. Equipment was sequestered.